Event description:
Boston scientific received information that during a normal replacement procedure, it was noted that this cardiac resynchronization therapy defibrillator (crt-d) recorded a shock impedance measurement above 200 ohms in the triad configuration after the non-boston scientific right ventricular (rv) lead was connected. It was noted that the crt-d was implanted under the pectoral muscle and there were difficulties encountered when attaching the existing leads to the device as the terminal pins were just a few millimeters exposed. There was also quite a bit of tissue in-growth on the leads. The shock configuration was changed to rv coil-to-can and the shock impedance measurement was 67 ohms. Boston scientific technical services (ts) was contacted for technical assistance. No adverse patient effects were reported. A ts consultant discussed that because the shock impedance measurement was out of range in triad but in range when it was programmed to rv coil-to-can indicates that there could be an issue with the proximal coil on the rv lead or a possible connection issue. However, it is not clear if this was a dual coil lead or a single coil lead. If the rv lead was a single coil lead, the out of range shock impedance measurement would be expected as no proximal coil is present. Additional troubleshooting was provided to help determine the reason for the out of range measurement. At this time, the crt-d remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the physician was informed of the troubleshooting that was provided by boston scientific technical services (ts). No additional testing was performed and the final decision was to leave the configuration at rv coil-to-can. No adverse patient effects were reported. The crt-d and lead remain implanted and in service.

Manufacturer narrative:
(B)(4). An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.